Event description:
It was reported that; it was a 3 level acdf and the screw at the left c5 would not go below the spring bar. The surgeon decided not to put a screw in at that level.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no incidents were found. Conclusion: the plausible root cause is not determined and multifactorial.

Event description:
It was reported that; it was a 3 level acdf and the screw at the left c5 would not go below the spring bar. The surgeon decided not to put a screw in at that level.